Event description:
It was reported that the patient's ipg was explanted on (B)(6) 2020. Following the procedure the patient underwent a trial which resulted in a new ipg being placed on (B)(6) 2020. Therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg was inoperable due to the patient not charging. Surgical intervention is expected to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.